Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported having rectal bleeding for a few weeks and presented with generalized weakness, nausea, difficulty urinating and blood in stool. A CT of the abdomen was negative. Colonoscopy was put on hold as patient¿s vital signs were stable. Hemoglobin (hgb) at 12.1 g/dl. Inr on (B)(6) 2018 was 3.1. The patient is scheduled to follow up as an outpatient on (B)(6) 2018. Patient discharged home and doing well. No additional information provided.